Manufacturer narrative:
Device evaluation: the suspect din rail has been received by the manufacturer for evaluation. ' unable to confirm the reported issue as the fuses passed continuity test and the bench test could not be performed as the din rail assembly was disassembled and missing parts.

Manufacturer narrative:
There was no patient present when this issue was identified. A medtronic representative went to the site to test the equipment. Kit svc din rail mvs 10 amp was replaced. Kit svc 02 enclosure charger was replaced. Kit svc o2 batt tray assy 4 pk was replaced. Kit svc 02 cover door cap lower was replaced. Invalidate home and rad/fluoro calibration was performed. Backup on usb was performed. The imaging system then passed the system checkout and was found to be fully functional. The hardware investigation of the returned door cap cover found that the reported event was related to a physical damage issue. The cover did not pass visual inspection. There were large cracks going through the center of the cover. This damage was unrelated to the power chain issues. The 10 amp din rail was returned to the manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that during a planned maintenance, several components of the imaging system power chain required replacement. There was no patient present when this issue was identified.